Manufacturer narrative:
H11: additional manufacturer narrative: it was found that the event described in this file was already recorded and investigated in complaint with bach ID: 2015691-20250404162351. The complaint category for this file will be changed to duplicate and the file will be closed. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from new zealand a patient with a starr edwards mechanical valve underwent a percutaneous intervention with a mitral plug to treat pvl after an implant duration of forty-seven (47) years and six (6) months. Reportedly, the patient presented with heart failure and he had a persistent atrial flutter on the background of paroxysmal atrial fibrillation. A non-edwards mitral plug device was implanted. The patient was noted as to be well and discharged home.